Event description:
Rn flushing triple lumen hickman cath and white lumen ruptured while flushing. No resistance met during flushing. Rupture occurred just below trifurcation. Clamp applied immediately and IV team called for repair.